Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. The device failed an auto self-test due to a low battery on (B)(6) 2011. The software version was successfully changed from 2.0.2 to 3.2.0 on (B)(6) 2012, the device then performed to spec until (B)(6) 2013. Investigation of the device failed to replicate the reported fault. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device malfunctioned because it failed to upgrade to new software.